Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 275 g/m. Component code: (B)(4) device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: no other information is available regarding this case.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2021 and suture was used. The needle loosened from the thread and fell into the patient's scar. No adverse patient consequences were reported. Additional information was requested.